Manufacturer narrative:
The pad was installed on 28th apr 2010 and operated successfully until (B)(6) 2013. The temp dropped to a low of -5.0 degrees celsius during this period. Info obtained from the device showed evidence that the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration that occurred between (B)(6) 2013. Investigation did not confirm a fault with the device or any component in the device. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured on the membrane it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. A device switching itself on automatically can cause premature depletion of the pad-paks (battery). The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the red status indicator was flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.